Event description:
It was reported to boston scientific corporation that during preparation for a pinnacle anterior/apical pelvic floor repair kit placement procedure, as the leg assembly was being loaded into the capio device, the suture detached, outside the patient. The physician removed the device from use and completed the procedure with another pinnacle anterior/apical pelvic floor repair kit. There was no impact to the patient, who is over 18 years old and was stable at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records could not be performed because the lot number is unknown. Visual analysis of the returned capio device revealed that the handle was cracked; this likely occurred during the return shipment. Visual analysis of the returned mesh assembly revealed that the lead suture on the blue dilator was broken, with its end frayed. The needle was missing and was not returned. In addition, a small portion of the dilator was peeled from the lead suture. Since the event occurred outside the patient while the needle was being threaded into the capio device, it is likely the user applied excessive force to the device during loading. Handling damage contributed to the event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date. (B)(6).

Event description:
It was reported to boston scientific corporation that during preparation for a pinnacle anterior/apical pelvic floor repair kit placement procedure, as the leg assembly was being loaded into the capio device, the suture detached, outside the patient. The physician removed the device from use and completed the procedure with another pinnacle anterior/apical pelvic floor repair kit. There was no impact to the patient, who is over 18 years old and was stable at the conclusion of the procedure.